Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. The original product specification (ps) did not explicitly define a width requirement, as this was considered a non-critical attribute at the time of release. No adverse events were reported as a result of this omission. The product is no longer distributed.

Event description:
On (B)(6) 2023, customer complaint was received on a545802 rolyan shoulder immobilizer(m). Customer complained that the velcrostrap caused abrasion on the skin or fabric of the wearer's shirt by being wider than the actual strap. Their clients stated that the strap did not used to be this wide.